Event description:
It was reported that the patient had just completed radiation therapy and during the device check it showed a power on reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as a critical ram parity error was logged in (B)(4) on (B)(6) 2011. The por severity is low as device should be able to fully recover after reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy.